Manufacturer narrative:
A specific root cause could not be identified as no sample could be provided for further testing. Additional information for further investigation was requested but was not provided.

Event description:
The customer received questionable thyroid results for one patient sample from the analytical e module analyzer serial number (B)(4) when compared to the results from an abbott architect analyzer. Analytical e module results: free thyroxine (ft4): 30.9 pmol/l thyrotropin (tsh): 1.15 miu/l free triiodothyronine (ft3): 11.3 pmol/l abbott architect results: ft4: 11.9 pmol/l tsh: 2.14 miu/l ft3: 4.2 pmol/l information concerning which result was reported outside the laboratory and if the patient was adversely affected was requested, but was not provided. (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).